Event description:
During supracervical hysterectomy procedure the surgeon could not activate the morcellator hand piece by pressing the foot pedal. The scrub nurse replaced foot pedal with another known functional foot pedal and the unit still would not activate the hand piece. When the nurse "jiggled" foot pedal at the connector to the console the hand piece activated and then failed again. The console and foot pedal were removed and sent to biomedical for evaluation. The surgeon performed an alternate procedure to complete the case. There was no patient harm. This problem is a reoccurrence. We've replaced the footswitch about three times thinking the issue was with the cable. I now think the problem lies in the connection between the cable and the console. The cable used on the morcellator is heavy duty and is attached to a small lemo type connector. The setup doesn't really work in our busy surgery department. ======================manufacturer response for console, morcellator, storz (per site reporter).======================manufacturer requests that unit be sent in to evaluate and repair.what was the original intended procedure?supracervical hysterectomy.